Manufacturer narrative:
In response to FDA report number: mw5087744. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported cause of death is sepsis, multi organ failure due to alcl. Unknown side. Unknown if device was explanted.

Manufacturer narrative:
The events of alcl-lymphoma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional additionally reported "patient noticed a tumor inside the left breast and also enlarged lymph nodes in the axilla. Patient also noted b symptoms and overlying skin changes. The implants were removed and alcl could be histologically confirmed (cd30+, alk-negative". Affected side left. Device was explanted. "Patient ultimately treated with surgical resection, chop chemotherapy, stem cell transplant, brentuximab, but progressed despite therapy and ultimately expired."